Event description:
Ts reviewed that device data and noted that there was no device malfunction when it comes to this case. The time to therapy and shock impedance measurements were appropriate. Normal device function was confirmed.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) undersensed the patient arrhythmia during induration testing. A review was sent to boston scientific technical services (ts). No adverse patient effects were reported.